Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump¿s screen became cracked while in the user¿s pocket, the device initially remained operable, and the screen subsequently stopped responding, necessitating replacement. Symptoms included no reported adverse health effects and no impact to blood glucose or alerts. Outcomes included continued cgm use via the dexcom app or receiver and replacement of the affected pump, with the user informed that prior ilet data would not transfer and that standard startup would be required on the replacement. Investigation included review of user report and photo assessment. Investigation of this device revealed physical damage to the display component consistent with external impact and device misuse or accidental damage, leading to loss of touch/display function without affecting therapy delivery prior to failure. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage from external forces rather than a device manufacturing or design defect.